Event description:
While at the pharmacy, customer received results of 99 mg/dl and 66 mg/dl on the mobile system. The customer lost consciousness; he was able to self-treat with sugar and low blood glucose symptoms improved. Timeframes are not known. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.